Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server acm-esprod and reviewed pes login activity reports; confirmed a successful login for user with a timestamp matching the medapp log entry. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in to the station. The customer reported that login attempts resulted in an "unable to authenticate" message. There were no delay or adverse events or injuries reported based on this event.